Manufacturer narrative:
D6a implant date: unknown, used estimate based on information that the patient had the device for 17 years.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The existing aus was explanted and replaced. There were no further patient complications.